Event description:
It was reported that the lead integrity alert (lia) had triggered. The lead impedances appear stable. The sensing integrity counter was at 66. A non-sustained ventricular tachycardia (nsvt) event showed some non-physiologic sensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.